Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and not feeling well. Treatment was not reported. On an unreported date while hospitalized, pd therapy was withdrawn for a day for an unknown reason. The patient was placed on back-up hemodialysis and was restarted on pd therapy (date unknown). The cause of peritonitis was a suspected break in aseptic technique. The patient was not retrained on pd therapy. On an unknown date the patient died. The cause of death was unknown. It was unknown if the patient recovered from peritonitis prior to death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4): the patient was discharged from the hospital 6 days after being admitted for peritonitis. One day later the patient was readmitted for peritonitis. It was unknown if treatment was provided or if a culture was performed. Pd therapy was withdrawn 6 days later and the patient was switched to hemodialysis. No additional information available.